Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the radial artery. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous diagonal branch. First a 2.5x16mm ion stent delivery system (sds) was advanced to the ostium of the vein graft and the stent was deployed. Next a 2.25x16mm ion sds was advanced to the diagonal and the stent was deployed. There was some additional plaque in the diagonal, distal to the 2.25x16mm stent, so a 2.25x12mm ion sds was advanced through the first stent but it was unable to advance through the 2.25x16mm stent. Upon removing the 2.25x12mm sds, the stent dislodged from the balloon. A wire was advanced through the dislodged stent and a balloon was used to try and pull the stent back, but it was unsuccessful. The 2.25x12mm ion stent was deployed in the ostium of the vein graft inside the first placed stent. Balloon angioplasty was used to treat the diagonal and no additional stent was placed. No additional patient complications were reported and the patient's status is ok.